Manufacturer narrative:
H10 device evaluation: part of a unit of p/n d-60hl was received without its original packaging, in unused condition, and decontaminated. The returned units were visually inspected, and it was determined what was received was the fluid supply assembly. It was observed that the connection between the drip chamber and the 3-y connector was broken. The failure mode reported was confirmed. Manufacturing processes were reviewed. It was determined that the root cause of this reported issue cannot be related to the manufacturing process. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Production personnel were trained on (B)(6) 2020 in the manufacturing procedure to reinforce the correct assembly. Action taken was after the lot reported manufacture date.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the caregiver attempted to load and utilize tubing for the device. Shortly after setup and blood connected, the caregiver noticed that the tubing has snapped just above the filter. This incident delayed care due to the fact that additional tubing was needed and set up again. Eventually patient received transfusion. There was no patient harm reported, although the significant delay in transfusion could have potentially caused issues. Patient required additional crystalloid before blood could be administered. Patient was stabilized.